Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection noted only a half of the lens was received. The condition observed was consistent with a lens that had been cut due to explant and/or removed from a patient's eye. The sample was inspected at 10x microscope magnification. Loose particles were observed on the sample compatible with handling the lens. Residue of viscoelastic (ovd) was detected. From the evidence observed, the complaint lens did not indicate an issue that was an affect of the manufacturing process. The folding/unfolding problem reported could be related to a lens that wasn¿t loaded correctly in the cartridge or to surgical technique used during the insertion process. The condition observed (iol cut) was related to a lens that had been handled and cut due to an explant. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The customer claim could be related to surgical technique and use of the lens during the iol insertion process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery as the lens would not unfold once it was placed in the eye. An incision enlargement was required. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.